Event description:
Since I have had the essure implants, I have experienced horrible headaches and heavier bleeding than normal during my menstruation. I would love to have these removed, but cannot afford the removal surgery.